Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth, rash, pimples, bumps on her mouth and inside of cheeks are peeling. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth, rash, pimples, bumps on her mouth and inside of cheeks are peeling. There was no report of serious or permanent patient harm or injury. The manufacturer received new information alleging difficulty breathing/short of breath. In this report section g3, h6 has been been updated / corrected.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dirt contamination. An internal visual inspection was completed by the manufacturer.there were also signs of water ingress on the blower box and blower.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected. Section b3 was corrected and updated in this report.